Manufacturer narrative:
Date of event: unknown as it was not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, not explanted. (B)(6). The device was not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged. No further information was provided.

Manufacturer narrative:
Additional information and corrected data: upon further review of the file, it was noted that this event is no longer reportable as the issue reported as 'intraocular lens (iol) damaged' was due to the preloaded iol device having loading issues. Account has indicated that there was no patient contact. Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided under MDR number 3012236936-2021-00035.